Manufacturer narrative:
(B)(4). The insulin pump passed displacement test and selftest. Pump error alarm confirmed in pump history with variable (003) due to broken trace at keypad assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer experienced low blood glucose of 1.7 mmol/l and insulin pump alarmed pump error during self test. Customer was treated with food and blood glucose was 9 mmol/l at the time of call. It was reported that self test failed when performed. Customer was advised to discontinue use of insulin pump and revert to back up plan. Insulin pump was returned for analysis.